Event description:
Vns pt was explanted due to infection. Re-implant surgery is planned; however, neurosurgeon is considering implanting the lead on the right vagus nerve. Investigation to date has been unable to determine the cause of the reported infection. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.